Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate high voltage therapies. Upon interrogation, the right atrial lead exhibited noise and oversensing. No programming changes or intervention was going to be performed. The patient was in stable condition throughout and following the interrogation. The patient would continue to be monitored.